Event description:
A physician reported a patient who was originally skin tested on 4 nov 1998 with negative results. On 10 feb 1999, the patient was treated in the nasolabial folds. The physician recalled a sudden blanch at one of the treatment sites (side not specified). On 3 march 1999, the patient presented with an area of erythema with bruising at the same nasolabial fold. The physician noted the area "blanches with pressure". There were no symptoms at the opposite nasolabial fold and there were no systemic symptoms. The physician diagnosed the symptoms as a vasospasm. On march 25, april 24 and may 20 1999, the physician administered pulse dye laser treatments which were effective.